Event description:
It was reported that bd q-syte closed luer access device leaked. The following information was provided by the initial reporter, translated from french to english: abrupt desaturation observed by the nurse; bolus sedation performed as prescribed by the doctor (service protocol). The patient is on a continuous infusion of curares, and the nurse realizes that he is still triggering respiratory cycles. While waiting for the doctor to arrive, the nurse calls him and notices that the q-syte valve connected to the curare syringe is leaking. Immediate action: change of devices: tubing and q-syte valve. Immediate apparent consequences: for the patient: abrupt desaturation and patient agitation due to altered drug diffusion associated with the valve leakage. For the team: overload and anxiety linked to the situation created for the patient.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint of a leak from the q-syte connector was confirmed; however, the root cause could not be determined from the returned sample. One q-syte connector was provided for investigation. A functional test revealed a leak from the connector. A microscopic examination revealed a column tear in the septum. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.